Event description:
It was reported that the patient was explanted of his vibrant soundbridge and re-implanted with a ci on (B)(6) 2013, as the patient's hearing loss had increased.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.